Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming out of the cartridge and into the patient line. The customer reported a blood glucose (bg) level of 350 mg/dl in the past. The customer addressed bg level with a manual injection. Reportedly, the customer never manually removed air from the cartridge prior to loading it onto the pump. The customer loaded a new cartridge and stated that insulin delivery would be resumed. At the time of the report, the customer stated that they believe their bg level was in target range.